Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
An inventory specialist reported that during an intraocular lens (iol) implant procedure, the surgeon did not approve of the advancement of the iol in the injector. There was patient contact but no patient harm. Another lens was implanted instead. Additional information was requested.